Event description:
On (B)(6) 2012, it was reported that the patient does not think the infusion device is delivering accurately at night. In the evening there was 94e/h in the insulin cartridge. The patient gave a bolus of 3e/h. When he woke up his blood glucose level was 15-16 mmol/l (270-288 mg/dl) and there was 91e/h in the insulin cartridge. The patient no longer trusts the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.